Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor was telling her that her blood glucose level was lower than it really was. Customer's blood glucose level was 551 mg/dl but her sensor glucose reading was around 70 mg/dl. She had issues with the sensor staying secure in her body. The insulin pump alarmed calibration error and change sensor. The sensor was returned for analysis.